Event description:
During the robotic surgery, the doctor noticed that the cautery tool she was using was not functioning as expected. Upon video inspection, it was discovered that a small piece of plastic near the tip of the device was broken off such that the tip of the cautery tool was at an angle. The doctor proceeded to irrigate and suction the surgical site in an attempt to locate the broken piece of plastic. The staff was unable to locate the missing piece of the instrument.